Manufacturer narrative:
(B)(4). Evaluation of the returned starclose se device revealed that the device encountered excessive resistance during deployment. This was evidenced by the damage to the leaves of the garage tube and the detached control wire from the control barrel. The positions of the pusher block and catch indicated that clip deployment had been achieved. These findings are consistent with and confirm the reported difficulty encountered during thumb advancer deployment. The separated control wire and complete distal vessel locator assembly were removed after deployment and not returned for analysis this type of damage has been seen in cases were the flex-guide and tubeset alignment were not maintained during thumb advancer deployment as noted in the starclose se device instructions for use under closure procedures. This causes the tubeset to strike and carve into the flex-guide. Caving of the flex-guide damages the leaves of the garage tube and creates excessive resistance at the proximal control wire assembly that may cause it to separate. Although, the control barrel was also observed to be damaged by the control wire separation, the test results for the wire controller assembly of this lot met specification during manufacturing. Additionally, the instructions for use state under precautions do not advance or withdraw the starclose se vascular closure device against resistance until the cause of that resistance had been determined. Excessive force used to advance or torque the starclose se device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate interventional and/or surgical removal of the device and vessel repair. Based on the analysis, inspection criteria and reported information, the cause of the control wire to barrel separation and subsequent failure to achieve hemostasis with this device appears to be related to the operational influences during use and not a product quality deficiency. A search of the lot history record for the reported lot was performed and revealed no nonconforming material record associated with this lot, indicating all lot release testing met specification. A query of the complaint database was performed and there have been no previous incidents reported for failure to deploy thumb advancer for this lot. All devices are inspected during manufacturing to ensure control wire to barrel attachment, each device is functionally tested through wire manipulation, and a tensile test is performed as part of starclose se device lot acceptance testing. A quality control audit inspection is performed to verify product quality. There does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that after an interventional arterial embolization procedure, arteriotomy closure was attempted of the common femoral artery using a starclose se device. Reportedly, during thumb advancer/exchange sheath splitting difficulty was encountered and advancement could not be completed. The safety release was activated retracting the locator wings, which released the device from the tissue tract. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.